Manufacturer narrative:
The customer's allegation was not confirmed. The device evaluation found no defects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center's touch panel was automatically operating the air supply. There were no reports of patient harm.